Event description:
It was reported that the user requested a functional check of the ventilator. Alarms for low o2 concentration was noted in the ventilator logs. There was no patient harm. Manufacturer's ref: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported event could not be reproduced. The ventilator was tested, passed pre-use check and was cleared for clinical use again. No parts were replaced. Provided ventilator logs were reviewed. Alarms for high and low o2 concentration were generated. These alarms reportedly occurred around a lot of patient activity and may be caused by patient circuit or CPAP mask disturbance. Successful pre-use checks were performed after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the reported event is most likely attributed to clinical application error. There is no indication of a ventilator malfunction.

Event description:
Manufacturer's ref #: 238272.